Event description:
The customer contacted stryker to report that their device powered off by itself when attempting to shock a patient. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately lost power when attempting to shock. The cause of the reported issue could not be determined.